Event description:
As reported by the affiliate, the inner wire got loose from the ptfe cover of an .035 emeral diagnostic movable-core ptfe coated wire. This defect was detected during the handling of the wire in the patient. The emerald guidewire was replaced with a same like product. The emerald guidwire had been stored according to labeling instructions. There was no patient outcome reported. The device will be returned for analysis, and five new units will be returned for analysis as well.

Manufacturer narrative:
The alert date, on the 3500a supplemental medwatch (follow-up # 1) was noted as (B)(6) 2014. However, this date was provided incorrectly and should have been noted as (B)(6) 2014. Therefore, the medwatch was updated. Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time reporting age of 20 days). All other details remain unchanged.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the inner wire got loose from the ptfe cover of an emerald diagnostic movable-core ptfe coated wire. This defect was detected during the handling of the wire in the patient and it was removed with no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Lake region lot number 10253434 is cordis lot number f0313143. Per lake region report e 14,137 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10253434. This packaging lot contained 195 units, which were shipped from lake region medical limited on (B)(6) 2013. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
As reported by the affiliate, the inner wire got loose from the ptfe cover of an .035 emerald diagnostic movable-core ptfe coated wire. This defect was detected before use on the patient. The emerald guidewire had been stored according to labeling instructions. There was no reported patient injury. One non-sterile dgw .035 mc j3mm 150cm tef was received coiled into a plastic bag. The guidewire presented an exposed corewire at 3cm form the proximal end. The coil was able to move, after move the coil the distal tip have a j shape. No other visual anomalies were found. Additional information was requested to the OEM. Per OEM response was that it should be noted that this is a moveable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. This is normal for this guidewire. The moveable core guidewire is a two piece guidewire. It has an outer ptfe coated coil with a full dome shaped weld on the distal end and a spot/tack weld on the proximal end that secures the inner ribbon wire to the ends of the coil. This allows the core wire with handle to be fully inserted or withdrawn from the outer coil as needed to provide flexibility at the tip of the guidewire. The core wire can be fully removed from the ptfe coated coil wire. The core wire has an uncoated coiled handle that is attached to the proximal end. The handle of the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10253434. This packaging lot contained 195 units, which were shipped from (B)(6) medical limited on (B)(6) 2013. The history records indicate this product was final inspection tested at (B)(6) medical limited and was determined to be acceptable. It should be noted that this is a moveable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. This is normal for this guidewire. The moveable core guidewire is a two piece guidewire. It has an outer ptfe coated coil with a full dome shaped weld on the distal end and a spot/tack weld on the proximal end that secures the inner ribbon wire to the ends of the coil. This allows the core wire with handle to be fully inserted or withdrawn from the outer coil as needed to provide flexibility at the tip of the guidewire. The core wire can be fully removed from the ptfe coated coil wire. The core wire has an uncoated coiled handle that is attached to the proximal end. The handle of the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. The complaint reported by the customer as ¿guidewire - exposed braidwire/corewire¿ was not confirmed due to this is a moveable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product was received on (B)(6) 2014. Please note that was updated accordingly. Additionally, damage was noted at 3.5 to 5.5cm from distal by the decontamination site. Additional information is pending and will be submitted within 30 days upon receipt. Device evaluated by mfg: no.

Manufacturer narrative:
This device for this complaint is available for analysis, but has not yet been received. Five new units were also reported to be returned with the complaint device for analysis. Product analysis for these devices will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received: in the first updated information, it was reported that the lot number could be f0313143 or f0313110. However, in the second updated information, the lot number was updated to only f0313143, which is the original lot number. It was also provided that this event did not occur during use in the patient, but before use on the patient. Updated complaint conclusion: as reported by the affiliate, the inner core wire got loose from the spring coil section of an emerald diagnostic movable-core ptfe coated wire. Follow up investigation revealed that this occurred during the handling of the device prior to use on the patient. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Lake region lot number 10253434 is cordis lot number f0313143. Per lake region report e 14,137 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10253434. This packaging lot contained 195 units, which were shipped from lake region medical limited on april 23, 2013. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, handling factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.